Event description:
Pt reported that when he turns the power button on for his pump the screen comes on and then turns off again quickly. He said he just changed the batteries. Confirmed pt is currently infusing on his backup pump, no lapse in therapy. Serial number for malfunctioning pump is (B)(6). Expiration date: 11/04/2025. No missed doses reported no adverse event reported. No additional info, details, or dates available. This isa continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to the pt or clinical injury? No; is the actual product available for investigation? Yes; did pharmacy replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes. Reported to (B)(6) by pt/caregiver.